Manufacturer narrative:
The aquabeam foot pedal was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam foot pedal for investigation without success. The root cause of the reported failure could not be determined due to the inability to investigate the device. A review of the device history record (DHR) (B)(4)/serial number (B)(6) and aquabeam foot pedal / lot number 23c00539 was conducted, which confirmed there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specificiations when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. 11.2.3 non-sterile: console, motorpack, and foot pedal connection. Connect the foot pedal to the front of console: connect the foot pedal plug on the front left port. Ensure the connector locks in place. 11.2.21 aquabeam robotic system disassembly. Clean and disinfect the aquabeam robotic system. Console, cpu, motorpack, foot pedal, roll stand and power cord: clean the external surfaces with a quaternary ammonium-based cleaner (for example, cavicide¿) on a soft, damp cloth. Pre-moistened wipe products (for example, caviwipes¿) may also be used. Prepare and apply the cleaning agent according to the manufacturer's instructions until all visible soil has been removed. Disinfect the external surfaces using an intermediate-level disinfectant. A quaternary ammonium-based disinfectant (for example, cavicide or the pre-moistened caviwipes) or hydrogen peroxide-based disinfectant (for example, clorox® hydrogen peroxide wipe) is recommended. Apply damp cloth or pre-moistened wipes as needed to maintain a wet surface contact time of 5 minutes. O dispose of all surgical dress and gloves according to your healthcare facility's standard guidelines for biohazardous waste disposal. O allow the surfaces to completely dry. Note: while cleaning, do not pour cleaning fluid onto the device surfaces or apply soaked cloths, to avoid excess fluid penetrating into the interior of the device. Note: avoid prolonged contact of the cleaning or disinfectant wipes with the exposed electronics on the motorpack connector, as this could lead to corrosion. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Component code = 4756 - aquabeam foot pedal, a reusable component of the aquabeam robotic system, used to align and activate the high-velocity waterjet during aquablation treatment. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the jet alignment step was unable to be completed. The aquabeam foot pedal cable was noted to be cut. As a result, aquablation therapy was aborted. There were no adverse consequences to the patient due to this event.